Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was that as of about three weeks ago, they did not feel their stimulation was in the right spot and the therapy was not helping their symptoms by 50% or better. The patient stated they were feeling the stimulation much higher than the bike seat area. They stated they felt the stimulation in the left buttock. They went to the doctor and they had it in the right spot but then the next day, the stimulation changed. The patient stated the doctor told them to call the manufacturer. The patient was walked through how to switch programs. They went through all 7 programs and confirmed stimulation was not felt in the bike seat area on any of the programs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to discuss their therapy issue.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they still have not gotten stim in the right spot, and that it had always been outside of the area. The cause of the simulation outside of the bike seat area and potential lack of stim was determined however patient was not sure.